Event description:
A low blood glucose event was reported, but the cause was unknown. The lowest blood glucose value during the event was displayed as "low", although a specific value was not provided. The customer consumed carbohydrates to address the low and was advised to consult their healthcare provider regarding blood glucose.